Event description:
Edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately twelve (12) years and eight (8) days, was explanted due to aortic stenosis secondary to calcification. The explanted device was replaced with another bioprosthetic valve. Patient is noted as stable.

Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to manufacturer as it was discarded at hospital. Without return of the device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.